Event description:
It was reported that during a percutaneous coronary intervention, removal difficulties transpired. The target lesion was located in the moderately tortuous, 90% stenosed proximal to middle portions of the right coronary artery, with some calcification present. A 6 fr non bsc guide catheter was inserted first. Pre-dilation was performed followed by the implantation of a non bsc 3.5x38 mm stent. The stent was post dilated with a non bsc 3.75 mm balloon. Post-ivus was performed using the atlantis sr pro2 imaging catheter. While attempting to withdraw the imaging catheter, it got stuck on the stent, 5 mm proximally from the distal edge. There was no damage to the stent. In order to removed the catheter, the physician first rotated it. The physician then removed the imaging core and inserted a wire of either 0.018 or 0.025 inches into the sheath of the atlantis sr pro2. A 8 fr guidewire was inserted from the femoral artery and a balloon catheter was inserted into the patient. The stuck location was dilated with the balloon several times and finally the atlantis sr pro2 was freed and removed from the patient. The stent was then post dilated once more to assure good apposition. The procedure was completed with no additional intervention required and the patient is listed in stable condition.

Manufacturer narrative:
Device evaluated by MFR.: examination of the returned device revealed the luer connection was disconnected and the imaging core was outside of the sheath assembly. The imaging core was twisted and was unable to be inserted back into the sheath assembly due to the damage. One hub wing was bent. The guidewire that was stuck in the guidewire distal tip assembly was removed and a kink was observed 4.5cm from the guidewire tip end. A kink was observed in the sheath assembly 20.8cm from femoral marker at proximal side and a kink was observed in the tip assembly 113.0cm from femoral marker at distal side. The guidewire exit port was lifted 0.5mm. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Image characterization testing could not be performed based on the returned condition of the catheter. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, removal difficulties transpired. The target lesion was located in the moderately tortuous, 90% stenosed proximal to middle portions of the right coronary artery, with some calcification present. A 6 fr non bsc guide catheter was inserted first. Pre-dilaton was performed followed by the implantation of a non bsc 3.5x38 mm stent. The stent was post dilated with a non bsc 3.75 mm balloon. Post-ivus was performed using the atlantis sr pro2 imaging catheter. While attempting to withdraw the imaging catheter, it got stuck on the stent, 5 mm proximally from the distal edge. There was no damage to the stent. In order to removed the catheter, the physician first rotated it. The physician then removed the imaging core and inserted a wire of either 0.018 or 0.025 inches into the sheath of the atlantis sr pro2. A 8 fr guidewire was inserted from the femoral artery and a balloon catheter was inserted into the patient. The stuck location was dilated with the balloon several times and finally the atlantis sr pro2 was freed and removed from the patient. The stent was then post dilated once more to assure good apposition. The procedure was completed with no additional intervention required and the patient is listed in stable condition.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).